Event description:
The report stated that a ligasure handpiece was used during a hepatectomy. The surgery was to remove part of the liver. The pt began bleeding after the procedure and another operation was performed to stop the bleeding. During the re-operation, the surgeon used sutures to seal the bleeding vessels. It is unknown if the surgeon rec'd an end tone on the seals made with the ligasure device. The pt expired one week later.

Manufacturer narrative:
To date, the incident sample has not been rec'd for evaluation. If the sample is rec'd, a follow-up report will be submitted. Please see the continuation page for a listing of questions asked related to the incident and the surgeon's responses [see scanned page].